Event description:
It was reported that an infection occurred. The implantable cardioverter defibrillator (ICD) system was explanted. The patient was enrolled in the optilink hf study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Concomitant medical products: mdt-lead implantable tachy lead, implanted: (B)(6) 2009; 407652 implantable pacing lead, implanted: (B)(6) 2009; 419678 implantable pacing lead, implanted: (B)(6) 2009. (B)(4).